Manufacturer narrative:
The investigation determined that a lower than expected sodium result was obtained from a patient sample processed using vitros chemistry products na+ slides lot 4219-1019-2276 in combination with a vitros 250 chemistry system. The assignable cause of the event is unknown; however, a suboptimal calibration cannot be ruled out. The event occurred within the use of a calibration event that took place on 28 december 2019. Although the event occurred during the use of this calibration event, the calibration responses and parameters appeared typical to expected responses and parameters and post calibration quality control results had been acceptable. Historical quality control results obtained for vitros na+ lot 4219-1019-2276 were within established control ranges indicating the vitros na+ slides were performing as intended on the vitros 250 chemistry system. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4219-1019-2276.

Event description:
A customer reported a lower than expected sodium result obtained from a patient sample processed using vitros chemistry products na+ slides in combination with a vitros 250 chemistry system. Patient sample result of 142 mmol/l vs. The expected result of 152 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The patient sample was used in correlation testing for investigative purposes and the result was not reported outside of the laboratory. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).